Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: FreeStyle Libre 2 PlusPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient attended the Emergency Room (ER) on (b)(6) 2026 due to hyperglycemia. The patient's blood glucose levels reached 30.5 mmol/L (549 mg/dL), while wearing the Pod and ketones of 2.7 were reported. The patient's parent indicated that the Pod was exposed to hot weather conditions of approximately 32°C during attendance at a school trip and fairground activities and that "Automated Delivery Restriction" message was displayed on the controller. The patient's parent stated that the Pod was not delivering insulin effectively, resulting in hyperglycemia accompanied by vomiting. Due to these symptoms emergency medical attention was sought on (b)(6) 2026 at (b)(6) . The Pod was removed and replaced at the hospital to restore insulin delivery. Treatment included administration of NovoRapid insulin and medical monitoring. The patient was discharged on the same day, after spending several hours in the Emergency Room; however, the exact duration of the visit is unknown. The patient's parent reported that the event resolved following treatment and replacement of the Pod.